Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient began to experience an increase in recharge burden. As a result, the patient may undergo surgical intervention at a later date.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Follow-up revealed that surgery took place during which ipg was explanted and replaced.